Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During testing, the image was produced. However, a cut was found in the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not displaying an image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction to d5 and updates in sections e2, e3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.